Event description:
The customer called and stated that they noticed insulin leaking past the first o-ring. The customer stated that the insulin is not leaking out of the barrel of the reservoir. No further details. At that time of the call, the customer declined to troubleshoot and to return the product for replacement.